Event description:
A non-health care professional reported during the intraocular lens implantation the lens was scratched, hence was removed an replaced in the same procedure. Additional information has been requested and received stating there was no harm to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).